Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the end cap of the instrument broke off from the handle. Previous investigations found eco-416321 was implemented on (B)(4) 2013 that further changed the material from aluminum to overmoulded silicon. The complaint sample is the old design. Further corrective action is not indicated. Continue to monitor to post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pinnacle impactor handle broke. The part where you impact the handle broke off during insertion of the pinnacle cup trial.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected: (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.